Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, the black reload bottom is functioning. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes. No device fragment fell in the patient cavity. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia adapter standard opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were noted for the adapter. The eeprom was uploaded and indicated thirty-five (35) autoclave cycles for the adapter. Since the clinical battery, handle, and reload were not returned, pmv representative devices were utilized for all functional testing. The adapter fully functioned to specifications. The reload was fired on test media and all staples were placed with clean transection. Functional and visual testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition. The reported condition was not confirmed. The event did not meet the regulatory reporting criteria. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Endo gia adapter standard has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.